Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection ceftazime (400mg, daily, intraperitoneal) and injection teicoplanin (300mg, every 3rd day intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy and yellowish pd effluent. It was reported that, on an unknown date, antibiotic treatment was discontinued. On an unknown date, the patient was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.